Manufacturer narrative:
The manufacturer is currently performing an investigation, and will provide the results with the supplemental report.

Event description:
On sept 4th 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings leading to sensor removal.

Manufacturer narrative:
Based on the initial escalation response at the time, it was observed that the sensor msp and mep values were close to failure threshold. Judging by the low msp and mep values, the system would have retired the sensor before day 21. It was decided to removed the sensor 136294 early due to poor customer experience and low msp and mep values. The RMA was not received, therefore no further investigation could be performed.